Manufacturer narrative:
Age, weight and ethnicity: information unknown/ not provided. Date of event: date unknown/ not provided. Implant date: lens was not implanted. Explant date: lens was not implanted, therefore not explanted. Telephone number: (B)(6). Device evaluation: the intra-ocular lens was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) would not unfold. No patient injury was reported. Through follow-up we learned that the surgeon implanted the lens, but it didn¿t open after implantation, so he removed the lens again and implanted another one successfully. Suspect product will not be returned. No additional information was provided.